Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip prematurely deployed from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.